Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezi0553 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the patient had the line placed on the (B)(6) and while flushing with saline the patient started to experience an itchy face and small welts started to come up on the patients forehead and on both arms. The patient had hydrocortisone and antibiotics and the patient was fine afterwards.